Event description:
This ra lead was implanted on (B)(6) 2012 and explanted on approximately (B)(6) 2012 for infection. They will have patient on systemic antibiotics for 7 days. Was explanted at (B)(6). It is unknown if patient had any symptoms. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).